Event description:
Drug/diluent: "meoral 90mg." Fill volume: 48ml & flow rate: 2ml/hr. Procedure: unknown. Cathplace: unknown. Infusion finished 11 hours early. Pump filled on (B)(6) 2011. Infusion initiated (B)(6) 2011 at 9:00pm. Infusion end on (B)(6) 2011 at 10:00. No adverse event occurred. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 2ml/hr. Nominal fill volume: 60ml. Maximum fill volume: 65ml. The infusion delivery time is 30 hours (1.3 days) when filled to the nominal volume and flow rate.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Info provided indicates the pump was underfilled to 48ml, which does flow faster than a nominally filled pump. The directions for use (1303046 rev. H) contains a caution statement: "filling the pump less than nominal results in faster flow rate." Results: device was received for eval and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.